Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and could not clear the alarm. Button error troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported to have received a failed battery test alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However act, escape and arrow buttons did not respond due to corroded keypad traces. No frozen screen noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. Pump had minor scratched display window and cracked reservoir tube lip.